Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a general complaint that the syringe pump module would alarm for occlusion when infusing a propofol bolus. This was a general complaint with no specific event details provided. There was patient involvement, but no harm was indicated.